Event description:
It was reported that the customer experienced a blood glucose reading of 444 mg/dl. When the customer changed the infusion set, it was discovered that the cannula was bent. Troubleshooting was performed. This displacement and self tests passed. However, the high pressure failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.